Manufacturer narrative:
(B)(4). Date sent: 6/29/2026. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished ec3d60s, with lot number a9995j, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric body transection in robot-assisted pd, one er60g was fired, but 2-3 staples were malformed. The user had previously transected with green cartridges using e3000, and there was no difference in tissue thickness or other conditions. Due to staple malformation, another transection was performed more proximally, and the procedure was completed. The main body was replaced for firings onwards, and the procedure was completed without issue. The specific device could not be identified, so there are two er60g units being sent. The cartridge color was green. There were no adverse consequences to the patient. No additional information provided.